Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely elevated enzymatic carbonate (eco2) result was obtained on a patient sample on a dimension exl with lm integrated chemistry system. Calibration was acceptable, and quality control (qc) was within range on the day of the event. The cuvette temperature and reagent management system (rms) hydration temperature were outside the specified ranges on the day of the event. The customer continued processing samples even though the rms hydration temperature was outside the specified range. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse observed that the air conditioning (ac) duct was directly above the rear of the system, the photometer system check had failed, and the cuvette film was dimpled and coated in a white film/crust. Next, the cse changed the film, cleaned the photodiode, cuvette access holes, and inside chamber, cleaned all windows and the portions of the cuvette wheel covered in the white substance, adjusted the film height and solenoid gaps, replaced the diaphragm, performed cuvette alignments and formed 100 cuvettes, and checked mixing on all probes. Further, the cse replaced and aligned the sample, reagent 1 (r1), and reagent 2 (r2) probes, replaced the baseplate thermistor, manually checked the thermal chamber blower motor for movement, determined that the rear fan and cuvette fan were functioning, dusted rear fans and replaced filters, verified that the cuvette fan was functioning, turned on the fan to circulate air, recalibrated temperatures, ran precision on eco2, and a system check, both of which passed. The customer ran qc and calibration, both of which passed. The customer stated that the temperature had recovered within range. Siemens concluded the investigation of the event. Siemens reviewed the instrument data, and the information provided by the customer. Siemens determined that the event was primarily driven by environmental temperature instability, with ambient temperature behind the system exceeding recommended limits and laboratory temperature fluctuating significantly. Contributing factors included improper maintenance practices, particularly incomplete cleaning following a spill, which led to contamination of the cuvette or optical components, as well as continued operation under out-of-specification conditions. Siemens further evaluated the event and determined that environmental instability affecting cuvette temperature control potentially contributed to the falsely elevated eco2 result. The system is performing within specifications. No further evaluation is required.

Event description:
The customer reported that a falsely elevated enzymatic carbonate (eco2) result was obtained on a patient sample on a dimension exl with lm integrated chemistry system. The erroneous result was not reported to the physician(s). The sample was repeated on an alternate dimension exl 200 integrated chemistry system. The repeat result was lower than the erroneous result. The repeat result was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated eco2 result.